Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock for an atrial-driven rhythm. The physician reprogrammed the device. The device remains in use. No additional adverse patient effects were reported.